Manufacturer narrative:
Initial: awaiting product return to perform device investigation. Final: the valve complies with our specifications in terms of both pressure and programming.

Event description:
An 86-year-old patient underwent ventriculoperitoneal shunting surgery on (B)(6) 2025, with the placement of a polaris 400 valve for hydrocephalus. The postoperative period was uneventful, with a marked improvement in walking and sphincter disorders. The patient returned for a consultation due to a recurrence of walking and sphincter disorders, without associated headache. A brain CT scan was then performed, revealing bilateral subdural hematomas with mass effect. The examination found that the valve was set at 70 mmh2o, whereas it had initially been set at 200 mmh2o postoperatively. The patient therefore underwent further surgery on (B)(6) 2025, with replacement of the valve.

Manufacturer narrative:
Awaiting product return to perform device investigation.

Event description:
An 86-year-old patient underwent ventriculoperitoneal shunting surgery on (B)(6) 2025, with the placement of a polaris 400 valve for hydrocephalus. The postoperative period was uneventful, with a marked improvement in walking and sphincter disorders. The patient returned for a consultation due to a recurrence of walking and sphincter disorders, without associated headache. A brain CT scan was then performed, revealing bilateral subdural hematomas with mass effect. The examination found that the valve was set at 70 mmh2o, whereas it had initially been set at 200 mmh2o postoperatively. The patient therefore underwent further surgery on (B)(6) 2025, with replacement of the valve.